Event description:
Bd insyte autoguard bc winged 20ga x 1.00in- we have been having problems with these ivs. The plastic autoguard becoming excessively loose causing the needle to retract and then shearing and splitting the catheter that is inserted into the vein, potentially having pieces go into the patient. There has also been an increase in our infiltration and extravasation rates as well as frequent leaking due to the loose plastic autoguard.